Event description:
Patient reported via breast implant follow-up study (bifs) "lupus or lupus-like syndrome" and "undifferentiated connective tissue disorder (uctd)". There was no indication that treatment occurred. Patient later reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 and 17/jul/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lupus" and "connective tissue disorder" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "lupus or lupus-like syndrome"; "undifferentiated connective tissue disorder (uctd)".